Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: three photos were received by our quality team for evaluation. After the evaluation of the returned picture, white particles were observed and the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. This lubricant is inherent to the design and the proper function of the two piece syringe. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Investigation conclusion: after analyzing the returned pictures of the sample and discussing with our manufacturing technicians in charge of these product lines, we have concluded that the plastic particles seen by the customer were composed by lubricant from the syringe barrel. Root cause description: particles composed by lubricant, which is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. Rationale: we can ensure that the probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that syringe s2 ns 5 ml had foreign matter in the syringe. This occurred on 2 occasions before use. The following information was provided by the initial reporter: there are particles (white shavings in both syringes (5 and 10 ml). It looks like rubbed off the stamp. No patient contact, impact nor injury reported. The customer saw the particles before use. The syringes were not used. The particles are inside the syringe, white and probably made of plastic.